Event description:
Description from the customer: "high pressure alarm rang for 15 minutes and corrected itself after." The unit showed also the error message "water flow low". This issue occurred before use on a patient. (B)(4).

Manufacturer narrative:
A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.